Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a chronic driveline infection starting on (B)(6) 2020. The patient presented to the emergency room with redness and pain at the driveline exit site with fever and elevated lactate/white blood cell count. A culture came back positive for methicillin-susceptible staphylococcus aureus (mssa). The patient was admitted on (B)(6) 2020 and discharged on (B)(6) 2021. They were treated with vancomycin and cefepime as an inpatient, then cefazolin at home from (B)(6) 2021 to (B)(6) 2021. The patient was then put on suppressive doxycycline at home, and continued to be monitored on an outpatient basis. Redness and drainage resolved with antibiotics as of (B)(6) 2021.